Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the deflectable videoscope exhibited an image distortion. The issue occurred during reprocessing. There were no reports of patient harm.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h4, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation and historical data, possible causes include electrical problems due to open or short circuit, signal loss, environmental problem such as dust/dirt/humidity, optical problems, overheating problems, and damage or deterioration of device components without any design or manufacturing defects. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.